Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, mis-assemblies. No other anomalies were observed on the smartsite during visual inspection. The smartsite was received with traces of blood inside the connector. The received smartsite connector¿s female and male luer ports were measured with and were found to be within iso standards. Functional testing of priming, infusion and pressure testing found no other anomalies with the received smartsite. The root cause of the customers report could not be determined.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "leaked around cap after blood product."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.